Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer stated that she was hospitalized due to diabetic ketoacidosis. The customer's blood glucose reading at the time of the report was 129 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer stated that an alarm occurred on the insulin pump. Nothing further was reported.